Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the observed image loss upon angulation issue could not be determined, however the issue was possibly the result of image sensor unit damage, including disconnection due to repetitive use stress, external factors, user handling/mishandling and or a component malfunction in the circuit board. Additionally, a definitive root cause of the insertion tube coating peeling could not be determined, however, the issue was likely the result of repetitive use stress and or user handling/mishandling. The no image event can be detected/prevented by following the instructions for use (IFU) which states: important information ¿ please read before use. Precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system: inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. The coating peeling event can be detected/prevented by following the instructions for use (IFU) which states: 3.3 inspection of the endoscope. 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had water leakage/separation. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube had coating peeling. (1mm2 or more), and due to a cut on the charged coupled device cable, the image disappeared during angulation in the up/down direction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1: establishment name: (B)(6). Hospital (documented here in it¿s entirety due to character limitations in respective field). The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: due to a pinhole on the bending section cover, water tightness was lost. The connecting tube had coating peeling. (1mm2 or more). Due to a cut on charged coupled device cable, the image disappears during angulation in up/down direction. The scope cover had a scratch. The switch box had a scratch. The grip had a scratch. The angulation lever had a scratch. The up/down angulation lever plate had a scratch. The insertion tube rotation ring had a scratch. The connecting tube had a dent. The universal cord had a scratch. The suction connector had a scratch. The scope connector over unit had a scratch. The universal cord had a wrinkle. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to damage on the channel tube, the forceps could not be inserted smoothly. The bending tube had a dent. The control unit had a scratch. The adhesive on the bending section cover had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.